Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with gehc technical support. The flow sensor module was replaced, and the unit was returned to service. The customer contact reported there is no patient information.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The unit was switched to manual mode. There was no report of patient injury.